Event description:
It was reported that during an ovarian cancer debulking procedure, the device fired and the staples looked fine, the donut looked fine and was complete. When performing the leak test, an air leak was found. The source of the leak is unk. The doctor oversewed and performed a diverting illeostomy. There were no other reported pt consequence.